Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported patient effects of angina, restenosis, thrombosis and mi, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2006, the patient underwent an uneventful stenting procedure in the pre-dilated proximal right coronary artery (prca) with two 3.0 x 18 mm xience v stents. On (B)(6) 2010, the patient was re-admitted for an st elevation myocardial infarction (mi) and was found to have late stent thrombosis with 100% stenosis in the mid rca that was treated with balloon angioplasty and resolved. Reportedly, the possible cause of this thrombosis was the patients discontinuation of all anti-platelet medications for a hand surgery. Additional information was later received indicating that the revascularization was determined to be in the index prca and the mi was caused by the target vessel. The patient had a definite and very late stent thrombosis. On (B)(6) 2011, the patient was re-admitted again for angina. On (B)(6) 2011, the patient underwent percutaneous balloon angioplasty in the mid rca and the event resolved. There was no adverse patient sequela. There was no additional information provided.